Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the fiber optic source on the intra-aortic balloon (iab) was lost. Therefore the iab was used with the central lumen transducer source. There was no reported patient injury or consequence. Additional information: the device was returned for investigation. The catheter had evidence of blood inside the bladder.

Event description:
It was reported by the rn that the fiber optic source on the intra-aortic balloon (iab) was lost. Therefore the iab was used with the central lumen transducer source. There was no reported patient injury or consequence. Additional information: the device was returned for investigation. The catheter had evidence of blood inside the bladder.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of fos signal lost is confirmed. The fos fiber was broken and therefore the light path could not be established between the sensor and the pump. In addition, a puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.